Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as peritonitis diagnosis, the patient was treated with injection vancomycin (1gm, stat, intraperitoneal, one dose), injection amikacin (500mg, stat, intraperitoneal, one dose). The following day, the patient was treated with injection cefazolin (1gm, once daily, intraperitoneal, ongoing) and injection amikacin (100mg, once daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information was available.